Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated with small ketones. At the time of the report, customer's bg level was 600 mg/dl. A manual insulin injection was administered and bg level improved to 180 mg/dl. System check was performed with tandem technical support and the pump performed as intended.